Event description:
Customer reportedly obtained results of 17 mg/dl and 78 mg/dl on the aviva system within 10 mins. An add'l comparison reports results of 54 mg/dl and 198 mg/dl on the aviva system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and a replacement was sent.